Event description:
Following a diagnostic catheterization procedure, the physician used the closer tsl 6 fr device to achieve hemostasis. The perclose rep stated the puncture was above the inguinal ligament, but the physician chose the arteriotomy. The procedure was without complication and the patient was transferred to recovery. Approximately 8 hours post procedure, the patient complained of leg pain. The following day, an angiogram was taken of the groin and revealed a dissection of the external iliac artery. The patient was sent to surgery for bypass graft and recovered without incident.